Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.

Event description:
Patient reports the band was removed due to band slippage and acid reflux post realize band implant. Caller does not have any additional information, provided contact information for surgeon. Additional follow conducted with surgeon with no response. If additional details become available a 3500 a supplemental will be sent.